Manufacturer narrative:
The field service engineer determined the measuring cell was aged.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t assay and the elecsys probnp ii immunoassay on a cobas e 411 immunoassay analyzer. The initial values were reported outside of the laboratory to a physician. The repeat values of the sample were believed to be correct. The sample initially resulted in a troponin t value of 0.135 ng/ml, which repeated as < 0.010 ng/ml accompanied by a data flag. The sample initially resulted in a probnp value of 34451 pg/ml, which repeated as 66 pg/ml. The troponin t reagent lot number and expiration date were requested, but not provided. The probnp reagent lot number was 52076700. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the measuring cell and tubing. The service actions resolved the issue.